Event description:
It was reported that the customer's fill estimate was inaccurate after completing the load process. The customer also noted that there was resistance while attempting to load the cartridge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.